Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters por for write to illegal address, on (B)(6) 2010 15:41:51. Patient alert for device circuit error on (B)(6) 2010 15:41:51. Por parity error count=15, parity error index=3, on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device exhibited an electrical reset. The reset was cleared, and the device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device exhibited an electrical reset. The reset was cleared, and the device is still in use. No patient complications have been reported as a result of this event.